Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Images were provided and confirmed the instrument housing ID and showed a broken grip cable at the distal end of the instrument. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - bilateral surgical procedure, the monopolar curved scissors (mcs) had a rupture in the steel cable, near the angle. The procedure was completed with no reported injury.